Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's boyfriend took device up a slight incline since consumer claims device wasn't working properly. Consumer's boyfriend alleges he stopped the chair when he got near the top of the incline and the brakes did not hold, the chair rolled backwards, tipped over, and be broke his wrist.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer's boyfriend took device up a slight incline since consumer claims device wasn't working properly. Consumer's boyfriend alleges he stopped the chair when he got near the top of the incline and the brakes did not hold, the chair rolled backwards, tipped over, and he broke his wrist.